Manufacturer narrative:
The full name of the initial reporter is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the alarms in the iabp¿s log. The fse replaced the safety disk per factory specifications using screw kit. Device passes electrical check, autofill, and was able to operate for 30 minutes with no issues. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave gas leak and pressure alarms. No patient harm, serious injury or adverse event was reported.

Event description:
N/a